Event description:
It was reported that patient was at a battery replacement and after replacement it was found one of the leads had a bad connection and impedances. Troubleshooting was performed by placing the lead in both ports with the same connection issues. The cause was unknown. The manufacturer representative (rep) was able to program on the unaffected lead. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2014: product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2014: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the manufacturing rep. Both serial numbers are listed in the report. Unable to assess which lead is the bad one based on serial number. There was high impedances and bad connection were it showed red not green. Resolved as of now, rep was able to program on other lead.